Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass, the device fired malformed staples. A second device did the same. The procedure was completed with a like device. There was no adverse consequence to the pt.